Manufacturer narrative:
(B)(4). The device was received, and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and with a microscope; a damaged patient line connector was identified. Functional testing was then performed and included leak, clamp function, clear passage, and device-to-device interaction testing. The leak test identified a leak from the damaged patient line connector. The damaged connector was replaced with a lab connector, and the sample ran on homechoice machine with no issues noted. Upon conclusion of the investigation, the cause of the event was determined to be a manufacturing issue as marks were observed on the connector that were indicative of a pouching equipment error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a cassette leak near the patient connector during peritoneal therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.